Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Angle adjustment only responds to downward movement; it does not respond to upward movement. Based on the results of the investigation, it is presumed that excessive stress applied to the device while it was bent, physical stress such as bending it with excessive force, fatigue failure from repeated angle operations, or deterioration led to the breakage of the angle wire, causing the angle to become immovable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope angle locked due to a broken angle wire. There was no patient involvement.